Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the outer hose on the motor device came apart. It was further determined that the hose was defective on the connector and the clutch rotated in the open state. It was further determined that the device failed pre-repair diagnostic tests for loctite and cable assessments and safety assessments. It was noted in the service order that before use the device "disconnected from hose pipe." It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.